Manufacturer narrative:
H11 a review of the complaints database showed no additional events related to this unit since its installation in 2022, nor any similar issues concerning trend. The route cause of the malfunction could be adressed to: a hardware fault in the evo. Communication failure between the encoder board and ribbon cable, incorrect tubing size or material used by the customer. The affected component was replaced with a new evo clamp. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep the post market surveillance.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. H11: livanova deutschland manufactures the evo occluder. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during priming, the evo occluder displayed alarm rc_angle_error (e 1538) - not calibrating. There was no patient involvement.